Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of patient involvement. Investigation/conclusion: the vaporizer returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The unit was disassembled and metal contamination was noted under the thermostat flapper. This causes an opening of the oxygen passage leading to output deviations. Datex-ohmeda is continually reviewing cleanliness procedures in an effort to resolve this occurrence.